Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s blood glucose level was 400 mg/dl. The blood glucose level was 460 mg/dl. Customer¿s current blood glucose was 378 mg/dl. Customer also stated that the insulin pump had no delivery alarm. Customer stated the insulin exited. Troubleshooting was performed for high blood glucose. The product will not return for the analysis.